Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including bench handling and power cycling without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector board was replaced as a precaution. The device was replaced and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.